Manufacturer narrative:
An event of patient device interaction problem associated with thrombus was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, a root cause for the reported patient device interaction problem with thrombus could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances as aspiration was given. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Codes removed: health effect-clinical code: type of investigation: 4118 type of investigation not yet determined. Investigation findings: 3233 results pending completion of investigation. Investigation conclusions: 11 conclusion not yet available.

Event description:
Clinical information: (B)(4) - catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 25mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage (laa) closure procedure using a 14f amplatzer torqvue 45x45 delivery sheath. The laa depth was 29.2mm and shape of the appendage was chicken wing. During procedure, the left atrial pressure was 12mmhg, the activated clotting levels (act) during procedure was 332s and heparin was administered. During transesophageal echocardiogram (tee), a thrombus formation was noted on wire and sheath tip. A manual aspiration was performed and thrombus was removed. The amulet was successfully deployed in the laa. There was no thrombus noted on the pre-procedural tee.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.